Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110-over voltage cleared no energy) was confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 110. The cause for the failure was isolated to a defective u1 component on the computer/analog board.  The root cause for the defective u1 component could not be positively identified.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 110 (over voltage cleared no energy).